Manufacturer narrative:
Additional device implanted and involved in this event: (B)(4). Udis for the lots are as follows: lot 06553588: UDI (B)(4). Lot 06616679: UDI (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The cause of the aneurysm enlargement could not be determined with the provided information.

Event description:
On (B)(6) 2009, the patient underwent treatment of a thoracic aneurysm with two gore tag thoracic endoprostheses. It was reported that on discharge date of (B)(6) 2009, the aneurysm measured 58.0 mm. Follow up dates and aneurysm measurements are noted as the following: (B)(6) 2009: 60.0 mm. (B)(6) 2010: 57.0 mm. (B)(6) 2011: 58.0 mm. (B)(6) 2012: 59.0 mm. (B)(6) 2013: 59.0 mm. (B)(6) 2014: 64.0 mm. It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention. No further information is available.